Event description:
A hospital reported to our distributor that when the hospital staff attached the infant bias flow breathing circuit to a ventilator, he noticed that it was impossible to connect an electrical adapter to the inspiratory tube because the pin for the heater wire was bent. No pt consequence was reported.

Manufacturer narrative:
The product involved in question for this complaint is not sold in USA, but it is similar to a product which is sold in the USA. A visual inspection of the complaint device was done. Results: inspection revealed that one of the heaterwire pins on the inspiratory tube of the breathing circuit was slightly bent. A lot check on this lot number revealed on other complaints of this nature in this lot. Conclusion: the fault was confirmed. An improvement was made to the production process to prevent bent pins passing the production test. The lot number shows that this event occurred after the production improvement, suggesting the bent pins occurred during the setup of the equipment by the user. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0011%.